Event description:
The epg functioned as designed in voo mode during rapid pacing and the heart valve was successfully deployed. The epg was over-sensing when in vvi mode during capture check. The over-sensing occurred both at 3ma and 25ma pacing outputs. The over-sensing did not cause arrhythmias or hemodynamic instability. No patient complications were reported as a result of this problem.